Event description:
It is reported that "when taking out the product and using it, water enters the balloon, so it cannot be used." Additional information received states that the catheter was used on a patient and "problems were discovered during the start of the surgery". As a result, the catheter was removed and 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn#(B)(4). The reported complaint for iab catheter damaged is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was broken. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
It is reported that "when taking out the product and using it, water enters the balloon, so it cannot be used.". Additional information received states that the catheter was used on a patient and "problems were discovered during the start of the surgery". As a result, the catheter was removed and 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".